Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and attributed to the system board. The customer declined repair, therefore the device was labeled not for clinical use and returned to the customer. Analysis for reports of this type has not identified an increase in trend.